Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs (seen as uterine perforation), fracturing of the implant (seen as device breakage), migration of implant and heavy bleeding (seen as genital bleeding). A hysterectomy was performed and she had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage, uterine perforation, device migration were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), pelvic pain ("pain"), feeling abnormal ("brain fog"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), abdominal distension ("bloating") and cyst ("cysts"). The patient was treated with surgery (hysterectomy and essure was removed on (B)(6) 2016), surgery (hysterectomy and essure was removed on (B)(6) 2016) and surgery (hysterectomy and essure was removed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, pelvic pain, feeling abnormal, headache, dyspareunia, alopecia, abdominal distension and cyst outcome was unknown. The reporter considered uterine perforation, device breakage, device dislocation, genital haemorrhage, pelvic pain, feeling abnormal, headache, dyspareunia, alopecia, abdominal distension and cyst to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs (seen as uterine perforation), fracturing of the implant (seen as device breakage), migration of implant and heavy bleeding (seen as genital bleeding). A hysterectomy was performed and she had surgery to remove the essure implant. The events are anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device breakage, uterine perforation, device migration were not known. However, based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration'), device breakage ('fracturing of the implant') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. A64837-notvalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), feeling abnormal ("brain fog"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts") and complication of device insertion ("devices placed with some difficulty passing inserts"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, pelvic pain, feeling abnormal, headache, dyspareunia, alopecia, abdominal distension, cyst and complication of device insertion outcome was unknown. The reporter considered abdominal distension, alopecia, complication of device insertion, cyst, device breakage, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Lot number [ a64837 ] is notvalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: update of information (batch is not valid). On 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/migration'), device breakage ('fracturing of the implant'), device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. A64837) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), feeling abnormal ("brain fog"), headache ("headaches"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts") and complication of device insertion ("devices placed with some difficulty passing inserts"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device dislocation, genital haemorrhage, pelvic pain, feeling abnormal, headache, dyspareunia, alopecia, abdominal distension, cyst and complication of device insertion outcome was unknown. The reporter considered abdominal distension, alopecia, complication of device insertion, cyst, device breakage, device dislocation, dyspareunia, feeling abnormal, genital haemorrhage, headache, pelvic pain and uterine perforation to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record was received. Lot number were added. Event added from medical record- complication of device insertion. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.